Event description:
Occlusion on the left side only [vascular occlusion]. Patient had pain [pain]. Redness [erythema]. Rha4 to both cheeks [off label use]. United states report received from a nurse on 04-oct-2021. A nurse, who was also the injector, reported that a (B)(6) female patient received rha4 for an unknown indication on (B)(6) 2021. Patient also received rha4 in the zygomatic arch on (B)(6) 2021 that did not result in a reaction. A volume of 2ml total of rha4 was applied to both of the patient's cheeks (1ml in left cheek, 1ml in right cheek) using a unknown injection technique. The needle from the box was used for the administration of rha4. A cannula was not used for the administration of rha4. Previous cosmetic procedures not provided. Medical history included acne. Food supplements and concomitant medications were not provided. On (B)(6) 2021,12 hours following the rha4 injection, the injector was concerned that the patient might have had an occlusion on the left cheek and the patient was experiencing pain in the left jaw over the weekend. Redness was noted from a picture the injector took. On (B)(6) 2021, as treatment, the patient was administered hylenex (hyaluronidase) and nitro paste. It was additionally reported that the occlusion was diagnosed immediately after the injection and based on observation. The intensity of occlusion on the left side was reported as moderate. The outcome of the events was recovering/resolving. The product was not available for return. (B)(4). No additional information was available at the time of this report. Follow-up was received on 13-oct-2021 from the nurse injector. Updated information included: event description location, date of event and injection, intensity of event, site of event (pain), time lapse after initial injection, as well as details of injection (volume). The nurse also reported the outcome of the events, patient demographic, information, previous cosmetic procedures and patient medical history.